Manufacturer narrative:
Section d1: corrected. Section d3: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Section g1: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported event of low flow alarms was confirmed by an onsite abbott representative; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The account requested a software upgrade on the patient¿s system controllers to decrease the low flow alarm threshold to 2.0 liters per minute (lpm) as the patient was on extracorporeal membrane oxygenation (ECMO) support. The software upgrades were performed without issue on (B)(6) 2023 and are captured under case orders (B)(4). It was later reported that the patient was on ECMO support due to cardiogenic shock with right ventricular (rv) failure. The patient developed recurrent ventricular tachycardia (vt) which required defibrillation after a right heart catheterization (rhc) showed elevated right sided pressures and rv failure. The patient was intubated and sedated and later implanted with a right ventricular assist device (rvad). Vt ablation was performed on (B)(6) 2023. The plan of care was venoarterial (va) ECMO, via left femoral approach, vasodilation medication, as well as weaning with a plan for decannulation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction", lists right heart failure and cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced frequent chronic low flow alarms and was medically assessed and deemed to require the low flow alarm threshold be lowered to 2.0 liters per minute (lpm). It was noted that the patient was on extracorporeal membrane oxygenation (ECMO) due to cardiogenic shock with right ventricular failure, and the flow was restricted to the heartmate 3, yielding a flow of under 2.5 lpm. At the conclusion of the procedure, the patient developed ventricular tachycardia which required defibrillation. Due to the presence of veno-arterial ECMO, the patient's mean arterial pressure remained stable.